Event description:
The user facility reported that, the side-tube detached from the main housing of the introducer sheath during an injection and subsequently, the physician was sprayed in the face with blood. Reportedly, the procedure was slightly prolonged to swap-out for another introducer sheath. Although repeated attempts have been made, no additional information has been made available.

Manufacturer narrative:
Although there was no volume estimate, the event description indicates that some blood/fluid loss did occur. The involved device has not been returned for evaluation, which limits the failure investigation. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.